Manufacturer narrative:
Device expiration date: unknown. (B)(6) investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available. No further investigation required. Device manufacture date: unknown.

Event description:
It was reported that 3 needle 26x1/2 rb experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no. 305111 batch no. Unknown (provided 1904330). This report represents all available product information. No additional information is available. Description of issue: customer reported experiencing fill resistance when attempting to fill cartridge. Customer also noticed that the syringe was getting air at the place where the needle connects which caused leaking. Number of occurrences: 6 in the past (3 of those instances happened 2019-11-2). Did the customer insert the needle into the cartridge and encounter fill resistance? Yes (see fill resistance case issue). Customer (as stated above) also experienced leaking from where the syringe and needle connect. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 1904330. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined follow up for returning product. No further distributor follow up is required. Note: product category = needle/syringe issue.